Event description:
I own a minimed model 512 insulin pump. This is the third pump, same model, in about one year three months. The last one that completely failed was 2004. This is the second time I have had total pump failure in about 6-7 months. Being type 1 diabetic, when the pumps have failed, my blood sugars have risen to over 500. Both of these pumps were requalified pumps and thats all you can get under a warranty period.